Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose motor support disk. No alarms noted.

Event description:
It was reported that all of the insulin squirted out during the manual prime. No numbers appeared on the screen and no beeps were heard. Nothing further was reported.